Manufacturer narrative:
Additional information received that tandem technical support (cts) reviewed pump data and observed customer navigation to bolus screen 90 seconds prior to alert declaring. Cts contacted customer and customer acknowledged pump data findings. Cts educated the customer to fully exit out of the bolus request screen. Customer acknowledged the information. The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent incomplete bolus alerts. Reportedly, the customer had not intended to take a bolus at the time of the alerts and did not navigate to the bolus request screen. There was no impact to the customer's blood glucose level.